Event description:
It was reported that since her implant, the patient has had tightness of the jaw and has been clenching her teeth and her fillings are reportedly falling out. It was noted that her device has not been turned on yet. It was also noted that the right-side lead has made her feel as though she can't turn her neck all the way. It was further reported that she had told her managing physician about the neck and he said nothing. It was also noted that she has had problems with her wound because it had not healed. The patient was reportedly seen by her health care professional (hcp) and he advised her to see a wound specialist. The patient reportedly has been seen by the specialist three times, the last time being (B)(6) 2013. It was noted that the wound specialist cut off something yellow. It was further reported that there are different stitches and that the wound specialist had taken some stitches out, but there were openings or gaps in the scalp. The hcp was reportedly taking out the stitches on the day of the report. It was also noted that the patient had been taking antibiotics. It was later reported that the cause of the event was poor wound healing. It was noted that the event was not attributed to the device or any of it's components. No abnormal impedances were reported. It was further reported that a wound revision was necessary. It was further reported that there were no signs or symptoms related to the event. The patient did reportedly require hospitalization but recovered without sequelae. Additional information has been requested but was not available as of the date of this report. Please refer to manufactures report # 3004209178-2013-04859 for information on a related device.

Manufacturer narrative:
Product ID: 3387s-40, lot# va04z6f, implanted: (B)(6) 2013, product type: lead. Product ID: 3387s-40, lot# va04z6f, implanted: (B)(6) 2013, product type: lead. Product ID: 37642, serial# (B)(4), product type: programmer. Patient product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 37603, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. Product ID: 3387s-40, lot# va04z6f, implanted: (B)(6) 2013, product type: lead. Product ID: 37603, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. Product ID: 3387s-40, lot# va04z6f, implanted: (B)(6) 2013, product type: lead. Product ID: 3387s-40, lot# va04z6f, implanted: (B)(6) 2013, product type: lead. Product ID: 37603, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. Product ID: 3387s-40, lot# va04z6f, implanted: (B)(6) 2013, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).